Event description:
Event description: per cnf, it was reported that: - event; occurrence of health problems. - please provide details of the health problems observed in the patients; the patient developed cardiac tamponade from the left atrial appendage. The event occurred in a manner where the left atrial appendage was scratched. - what are the details of the events leading up to the outbreak of the health hazard? After using the versa cross connect and performing a septal puncture, a pigtail catheter was advanced into the left atrial appendage. During pre-mapping with octaray, a sudden drop in blood pressure was observed, and cardiac tamponade was detected. The patient was then transported to the operating room for open chest surgery. Subsequent echocardiography revealed that the pigtail catheter was deformed, with the tip extending outside the circular area and making contact with the left atrial appendage. - please provide details on the treatment of health hazards that have occurred.; the cardiac tamponade was resolved through open chest surgery. No life support devices were used. --what was the patient's condition after the procedure? - what was your physician's opinion on the cause of the health problem occurrence? The cardiac tamponade was caused by damage to the left atrial appendage from the tip of the pigtail catheter. - did you have any problems with the appearance or functionality of the product? None - was there any other catheter in the heart at the time of the health problem? At the time of detecting the cardiac tamponade, the octaray catheter was inside the left atrium. - were there any resistance during manipulation/removal of the catheter? There was no resistance observed. Note: for any patient information field(s) left blank in the cnf - 'asked but not available as per account.' In addition, the email addresses of both the physician and the initial reporter were not available. Physician comments: patient outcome: adverse event infected: no generator/controller: ablation catheter used: other used: event date: 2026-2-24 as reported device codes: 2099: no known device problem as reported patient codes: 9042: cardiac tamponade, 9139: hypotension.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.